Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had no ECG detected. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) checked the ECG cable from the front end of pcb (0670-00-0668) and concluded that the cable was ok, but required a front end pcb for further diagnosis. At this time, the customer has not approved the purchase of new parts from getinge. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.